Manufacturer narrative:
Product is an instrument, and is not implantable. Evaluation is pending.

Event description:
In 2008, the sales representative reported that during a kit inspection, the bone screw adjuster showed signs of wear with the hex starting to shear. The malfunction has resulted in the adverse event in the past.